Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. A review of the device labeling was completed. Iritis (iridocyclitis) and fibrin precipitation are identified in the labeling as known potential adverse events following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim# (B)(4).

Event description:
It was reported that following implantation of a 12.6mm vticm5 -10.00/+1.50/070 lens, the patient experienced pain and tass was diagnosed in the left eye (os). The patient underwent bilateral sequential icl implantation. Concomitant products used intraoperatively include opegan viscoelastic, lidocaine, adrenaline, and the msi injector system. On day 4, ucva of 20/13, and anterior chamber / intravitreal inflammation (cell and fibrin) and "hair-like" hyperemia were present. Reportedly, no ocular lipid or anterior chamber pus. Hourly steroids and antibiotics were given. The lens remains implanted. The problem is not resolved with cause of event reported as unknown.